Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. No device malfunction was suspected. The patient was noncompliant because every time she is advised to charge the ipg, she would not use and charge the ipg. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an explant procedure.